Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Subsequent to the initial report filed, this complaint has been reassessed as a complaint with no allegation as the mean pressure gradient returned to baseline and no adverse patient effects occurred. Therefore, coding was updated to 3189-no apparent adverse event with 2199-no consequences or impact to patient and 4582-no clinical signs, symptoms or conditions. However, a report was previously filed; therefore, a supplemental MDR will be filed to capture the correction. As there are no device malfunction or patient effects reported in this complaint, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and mitral pressure gradient(mpg) of 9 mmhg for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted. Another mitraclip nt was implanted and the mpg was high at 10 mmhg. The mitraclips xtw and nt were removed from the anatomy. Another mitraclip xtw was implanted. No additional information was provided. Additional information received: the mean pressure gradient returned to baseline and no adverse patient effects occurred.

Manufacturer narrative:
Na the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and mitral pressure gradient of 12 mmhg for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted. Another mitraclip nt was implanted and the mpg was high at 10 mmhg. The mitraclips xtw and nt were removed from the anatomy. Another mitraclip was implanted. No additional information was provided.